Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID c2tr01 implantable pulse generator (ipg) implanted: (B)(6) 2013; porcine tissue valve. (B)(4).

Event description:
It was reported that the patient is experiencing diaphragmatic stimulation. Clinician called for recommendations on changing left ventricular (lv) pacing configuration to correct. No patient complications have been reported as a result of this event.